Manufacturer narrative:
Device eval: one graseby 3150 syringe pumps were returned for eval. The graseby 500 large volume infusion pump was not returned. Examination of the pump showed fluid contamination and rust on the casing, including the mains power cord receptacle. Internal inspection showed contamination within the pump and evidence of previous shorting (burn) on the main board. The physical characteristics were consistent with significant fluid spill leading to a short circuit between mains wire and neutral wire. According to reporter, the attending staff removed air from the infusion set using an air inlet needle, type not provided. The graseby 500 pump operator's manual instructs the user to only remove air by opening the pump door latch, closing the roller clamp on the infusion set below the pump then waiting for the cassette to fill before the pump door. This operation is designed to force air back up through the infusion set and up into the IV bag without breaching the sterile fluid path. The operator's manual also contains the warning, "the use of administration sets incorporating injection sites could lead to an improper or inappropriate infusion, resulting in serious pt injury or death." According to reporter, after the infusion set had been pierced using the air inlet needle, the infusion set leaked onto two nearby pumps that were running (graseby 3150 infusion pumps). Investigation of returned devices and info provided by reporter indicated that the reported issue (electrical shock) occurred following a sequence of use errors (infusion set air removal performed contrary to instructions, fluid bag mounting performed contrary to device instructions and then use of a device that had been exposed to a significant liquid spill). At this time, smiths medical has no indication of a systemic product problem.

Event description:
User facility reported that a patient in hospital care was receiving infusions. The pump gave an alarm ("no flow above pump") and delivery stopped. According to reporter, the attending staff removed air from the infusion set using an air inlet needle. The instructions for use state to only remove air by opening the pump door latch, closing the roller clamp on the infusion set below the pump then waiting for the cassette to fill before closing the pump door. The operation is designed to force air back up through the infusion set and up into the IV bag without breaching the sterile fluid path. The operator's manual also contains the warning: "the use of administration sets incorporating injection sites could lead to an improper or inappropriate infusion resulting in serious patient injury or death." After the air inlet needle was used 3 times to remove air from the infusion set, the infusion set began to leak. The leakage was not noticed by attending staff at that time. Infusion set was reported to have leaked onto two nearby pumps that were running. Later, one of the infusion pumps gave an alarm to indicate it had switched from mains power to battery power (the leakage onto the pump had shorted the mains power supply). The attending staff member removed the mains power supply and replaced it with another power supply. When the mains power cord was inserted into the pump, due to the short caused by the leakage, the user received an electrical shock. Later, when another user made contact with the other infusion pump (also exposed to leaked medication), this user received a shock as well. According to reporter, the first user receiving the shock was hospitalized overnight and has since been discharged from hospital care. No permanent adverse effects to either user reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.